Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot #: l890617) was returned and received at us cq. Upon visual inspection, the broken tip of the mating driving cap/threaded (p/n: 03.010.523, lot number: l649030) was retained in the threaded portion of the insertion handle and could not be removed. The device shows only light surface wear consistent with use and which would not impact the functionality. Functional test: a functional test was not performed on the returned device as the tip of the mating device was stuck in the received device and could not be fully removed. The mating device was noted to be broken. Conclusion: the complaint condition is confirmed as a piece of the mating device is stuck within the complaint device. However, the complaint device has no damage, and is unable to assemble from the mating device due to the mating device having broken. There were no issues identified with the complaint device. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 03.033.001, lot: l890617, manufacturing site: hägendorf, release to warehouse date: 23. July 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: g1, h4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device available for evaluation (2021 reports) : part returned. Occupation: initial reporter is j&j company representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a thread of 03.010.523 handle has snapped off and is lodged within 03.033.001 recon handle. This report is for one (1) radiolucent insertion handle frn. This report is 1 of 2 for (B)(4).